Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right master tool manipulator (mtmr) due to error 23017. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtmr.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer contacted dvstat to report that error 23017 occurred on the right master tool manipulator (mtmr). The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer recover the error at least 15 times and power cycle the system. However, the issue persisted and the mtmr was not working. The customer elected to convert to laparoscopic surgery to complete the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision nor adding additional ports. The patient tolerated the change.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This master tool manipulator (mtm) was returned for failure analysis, and the reported 23017 error was confirmed and replicated. In system logs, the 23017 error was found indicating motor did not respond as expected, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a golden system where the 23017 error was triggered indicating motor did not respond as expected replicating the reported event. The probable root cause of the reported issue can be attributed to a fault of the axis 5 motor within the affected mtm.